Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order did not cross from to pyxis from epic during an emergent situation. A technical support specialist inquired the customer through an epic analyst and moved the case to closure, resolving the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation es medication order did not cross from the pyxis from epic during an emergent situation. An order for heparin 25000units in 250 ml premix could not be pulled from the cabinet. The medication did not present on the patient profile to be removed for administration. The order was verified by pharmacy and when the nurse went to remove she could not. It took 30 minutes to remove the medication. The verifying pharmacist had to set cabinet in critical override for nurse to remove medication for patient. Patient was having a cardiac event and was in the process of being transferred for extensive medical care. There were no adverse events or injuries reported based on this incident.